Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system false positive results were obtained by the laboratory personnel. The results were repeated, and upon repeat the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: k20-243. D.4. Medical device expiration date: 12/20/2020. H.4. Device manufacture date: 6/26/2020. H.6. Investigation: the complaint investigation for false positive results using the biogx sars-cov-2 osr for bd max system (ref 444213) lots k20-243 was performed. The investigation was performed by the review of manufacturing records, review of the customer data and verification of complaints history. The investigation was conduct by bd and biogx. Biogx review of the manufacturing records indicated that k20-243 lot shows acceptable performance characteristics. Customer provided 2 runs and reported a false positive n2 in run #366 and a negative result in run #367. Amplification curve analysis revealed a late but true amplification of the n2 target in run 366, position b5 but no amplification of the n2 target in run 367, position b3. Analysis of curve in run #366 shows that CT of the n2 amplification curve is late, the endpoint is high, with a pcr curve shape indicative of true amplification of the target, at a low load, near the assay limit of detection (lod). Another hypothesis is contamination during samples preparation. There is no complaint trend related to false positive results with the biogx sars-cov-2 osr for bd max system lot k20-243. The root cause was not found. Bd cannot confirm the complaint based on the investigation that was performed. Biogx or bd did not initiate a preventive and corrective action plan (CAPA).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system false positive results were obtained by the laboratory personnel. The results were repeated, and upon repeat the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).